Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7 scissors did not open. The report stated "scissors doesn't open. The wire might be cut." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the shaft had sheared at the spindle/proximal end. There was no evidence of blood. A functional test was performed on the device and the scissors blades would not open when the handle was used. Based upon the visual observations, the reported complaint for scissors did not open" was confirmed as the shaft was broken. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).